Event description:
The customer reported that the device's display in not functioning. There was no information pt involvement information provided.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.